Event description:
It was reported that a farastar generator was selected for use. A farastar 301 error occurred, and troubleshooting steps included repositioning the catheter, changing the catheter and cable, but the error persisted. The generator was power cycled and moved to another hospital-grounded power outlet, yet the error remained. Consequently, the procedure was not completed, and it is unknown if the patient was sedated. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
On january 24, 2025, a field service engineer visited the site, replaced the hv master pcba, updated the calibration data, and completed functional testing. The system is now in good working condition. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farastar generator was selected for use. A farastar 301 error occurred, and troubleshooting steps included repositioning the catheter, changing the catheter and cable, but the error persisted. The generator was power cycled and moved to another hospital-grounded power outlet, yet the error remained. Consequently, the procedure was not completed, and it is unknown if the patient was sedated. On (B)(6) 2025, a field service engineer visited the site, replaced the hv master pcba, updated the calibration data, and completed functional testing. The system is now in good working condition. Additional information revealed that the patient was under general anesthesia at the time of the event.

Manufacturer narrative:
On (B)(6) 2025, a field service engineer visited the site, replaced the hv master pcba, updated the calibration data, and completed functional testing. The system is now in good working condition. Upon receipt at our post market quality assurance laboratory. The farastar master pcba was inspected for damage and defects. No physical damage or major visual defects were observed. The returned farastar master pcba was installed in a known good generator for functional testing. Generator was powered and passed post with no errors. A set of 5 ablations was performed with no issues or unexpected behaviors observed.

Manufacturer narrative:
Additional information added to b5: describe event or problem. On (B)(6) 2025, a field service engineer visited the site, replaced the hv master pcba, updated the calibration data, and completed functional testing. The system is now in good working condition. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farastar generator was selected for use. A farastar 301 error occurred, and troubleshooting steps included repositioning the catheter, changing the catheter and cable, but the error persisted. The generator was power cycled and moved to another hospital-grounded power outlet, yet the error remained. Consequently, the procedure was not completed, and it is unknown if the patient was sedated. On (B)(6) 2025, a field service engineer visited the site, replaced the hv master pcba, updated the calibration data, and completed functional testing. The system is now in good working condition. Additional information revealed that the patient was under general anesthesia at the time of the event.